Event description:
It was reported that when the minicap package was opened, it was noticed that the povidone-iodine sponge came out from the inside of the minicap. There was no patient involvement. No additional information is available at this time. This report is 1 of 5 for this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Also, a batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is related to cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). A batch review was performed with no issues noted during the manufacturing process. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.